Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained lead noise due to pre-ventricular contraction events. It was recommended the device be reprogrammed. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.